Manufacturer narrative:
The employees subject of the reported event sought medical treatment and returned to work the following day. The scope present during the time of the reported event was reprocessed before use. Steris service technicians inspected the cycle tapes and no issues were noted. The technician ran multiple diagnostic cycles and no issues were noted. The facility has two system 1es which are located next to each other. The steris service technicians removed the tray from the system 1e subject of the reported event and placed it in the system 1e located beside it. The technicians initiated a processing cycle and following the completion of the cycle found that the s40 sterilant cup was not empty. The technicians found a cracked aspirator probe which can cause residual s40 sterilant to remain in the cup. The operator manual states (pp. 1-2), "use of a blocked or damaged aspirator may result in ineffective liquid chemical sterilization." Per the user facilitys request the two system 1es were removed from service. The steris service technicians replaced the unit with two other system 1es that the user facility had in storage. The technicians performed preventive maintenance on the system 1es and placed them into service. No additional issues have been reported.

Event description:
The user facility reported that employees experienced eye and skin irritation from odor emitting from their system 1e processor.